Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples rec'd: 32 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. The knot pull tensile strength of the samples rec'd was tested and the results fulfill the requirements of the OEM. Knot pull tensile strength results conducted on the sample rec'd fulfil OEM requirements. Linear pull tensile strength of the samples rec'd was tested and the results fulfil OEM requirements. Needle attachment of the samples rec'd was tested and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfils OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During 4 different operations, the threads cracked at the juncture between needle and thread. This incident occurred in the past, however, at the time, the client assumed a handling mistake.